Event description:
The one touch ultra meter was reading inaccurately erratic. A pt reported blood glucose results of 80 mg/dl and 280 mg/dl with a lifescan meter, performed within 10 minutes of each other. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement and that it was coded correctly. The test strips were in good condition and within the expiration date. The pt was walked through two consecutive control tests and the results fell outside the specified range. This complaint is reported as an MDR due to two consecutive control solution tests failing. Replacement control solution, and test strips were sent to the lay user/patient.